Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery was at normal end of life and the telemetry and out put were okay.

Event description:
Additional information received reported that the patient had his implantable neurostimulator (ins) and both leads replaced on (B)(6) 2013. It was stated that the second lead was not being used due to inadequate stimulation coverage. It was stated that the patient was getting effective stimulation with the new leads and ins. It was unknown if any diagnostics were performed in the clinic prior to the surgery date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was normal battery depletion. It was stated that "telemetry strips indicated high impedances." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3550-39 lot# n267093, implanted: 2010 (B)(6), product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.